Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific that a resolution 360 clip was used in the colon during a colonoscopy on an unknown date. During the procedure, three resolution clips malfunctioned. The customer reported that the clip did not deploy when used. The spring broke and was no longer attached to the handle. The handle was split. The procedure was completed. There were no further patient complications reported as a result of this event.